Event description:
The customer reported that a reoperation was necessary 10 days after an abdominoplasty was performed. The initial surgery resulted in skin necrosis of the subcutaneous cellular tissue near the electrocoagulated area. The reoperation was performed to excise this tissue. The patient injury is reported as resolved.

Manufacturer narrative:
(B)(4). The return of the incident pencil has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the device is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.